Event description:
The patient was enrolled in the (B)(4) study. During the procedure to place the xience v stent in coronary artery, the patient experienced dyspnea, erythema, and shaking. The physician felt that this was due to the IV contrast that was used during the procedure. The patient was not known to have an IV contrast allergy prior to the procedure. Contrast used optiray 320. Manufacturer mallinckrodt inc., (B)(4). Dose or amount: 3.5 mm x 15 mm, 100 ml. Frequency: once. Route: #1 and #2 - intracardiac. Dates of use: (B)(6)2008. Diagnosis or reason for use: cad. Event abated after use stopped or dose reduced: yes.